Event description:
It was reported, max plus connector was not securely on the extension set, connected to the IV hub it spurted blood.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E1. Address information was not provided; therefore, il was used as the state.